Manufacturer narrative:
Analysis found normal device characteristics.

Event description:
It was reported that during implant, there was difficulty inserting a lead into the atrial header port. Once connected, no sensing nor capture was detected and threshold values were high. The device was removed and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.